Event description:
It was reported that the right ventricular (rv) lead exhibited a gradual increase in shock impedance, with high out of range measurements observed, rising from approximately 100 ohms to values greater than 125 ohms. Technical services (ts) reviewed the impedance trend, confirming variability over the past years and a plateau following a gradual rise observed. Reprogramming options were discussed and ts recommended continuing to monitor. The suspected cause of the impedance rise is calcification. This rv lead remains in service, and no adverse patient effects were reported.